Manufacturer narrative:
We have requested the electronic device logs.

Event description:
Draeger medical systems, inc. Has received info from a customer that a delay in a alarm occurred while monitoring a pt's nbp. The customer reported that the audible alarm notification of an elevated blood pressure value of a pt did occur, but they felt that the alarm annunciation was not timely. No pt injury was reported.